Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the during the procedure the patient went into cardiac arrest. This occurred prior to the device being implanted into the patient. The procedure was stopped and a pulse was regained. The patient has recovered without sequelae and will be rescheduling their implant procedure.